Manufacturer narrative:
Section h10: the cori console p/n rob10024, (B)(6) used in treatment was returned. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives. It was confirmed that the tibial slope was set to 6 degrees. The last visualize cut screen of the tibia shows a posterior angle difference of 4.8 degrees, confirming the reported 5 degrees of additional slope. However, the 5 degree slope angle may not be a reliable number if the user put the plane visualizer tool through the manual cut block because the plane visualizer is only on a small portion of the tibia for an xr implant. The reported complaint states ¿it is not sufficient for the system to rely on the mechanical axis when calculating slope; the tibial mesh geometry must also be taken into account.¿ the real intelligence cori for knee arthroplasty user¿s manual states that the cori system defaults to a 3 degree tibia slope in relation to the mechanical axis of the tibia, not the native knee¿s tibial slope. The clinical/medical evaluation concluded: ¿based on the documentation provided, the clinical root cause of the reported event could not be definitively concluded. The patient impact beyond the reported underestimated tibial slope with additional bone cuts could not be determined, as it was reported that the procedure was successfully completed to the surgeon¿s satisfaction without patient injury/harm or surgical delay. No further medical assessment can be rendered at this time. Should the product/robotics evaluation reveal pertinent findings and/or additional clinical documentation becomes available in the future, the clinical/medical task may be re-evaluated.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that, during a cori tka, the doctor planned his xr with 6 degrees of tibial slope and added in an additional 5 degrees when he was navigating his tibial block with the plane checker. However, his jig was bottomed out at 6, and the system was grossly underestimating the slope on the particular patient. He collected special points on the tibia previously and used them to dial-in his original 6 degrees of slope, matching the component¿s slope to the special points (additional bone cuts were performed). He says it is not sufficient for the system to rely on the mechanical axis when calculating slope; the tibial mesh geometry must also be taken into account. No patient injury or other complications were reported.